Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, it is likely that user related factors (such as loading or handling techniques) might have caused or contributed to the event.

Event description:
Additional information: according to the nurse, the lens was not defective. There was loading a error in which the haptic was bent by the scrub nurse.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was bent. The incision was enlarged and sutures were used. A back up lens was implanted.